Event description:
Consumer claims the left front caster will not run properly. It gets stuck in one position and then it goes all over the place. To look at it, it looks the same as the other side. Consumer claims she has hurt her back trying to propel the chair. She mentioned that the nerve near her hip was so bad yesterday that she was crying. No report of medical intervention required to preclude or treat permanent impairment of a body structure or function. No additional information provided.